Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during lead implant procedure, failure to sense issue was observed on the right ventricular (rv) lead. The physician believed it was lead helix malfunction when it took multiple turns to retract the helix. The lead was not implanted and was replaced. The patient tolerated the procedure well.